Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2018 the patient came in emergently with a ruptured aorta. It was reported the patient had a type 3b endoleak from the proximal extension and a type 3a endoleak from a component separation of the proximal extension and main body device. The physician elected to implant a non-endologix endurant device to resolve the issue. During the repair procedure there was not enough landing zone in the aortic neck and the renal arteries were blocked.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. Clinical evaluations were able to confirm the rupture with the type 3a endoleak and the complete component separation. It was also noted that the suprarenal crown had a separation, and the aortic neck had dilation with intentional covering of the renal arteries (renal occlusion/failure). Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity of the cuff could not be identified, although heavy calcifications at the proximal landing zone, a cautionary product use condition, likely contributed to this event. It could not be determined if the strut fracture of the cuff was the cause or was the result of the compromised stent graft integrity. The mid aortic loss of seal and complete implant separation was likely caused by the compromised stent graft integrity of both the cuff (stretched - 82%) and main body stent (stretched - 23%). The proximal loss of seal was likely caused by the fabric breach of the cuff. The persistent proximal endoleak observed post endovascular intervention with a non endologix stent, was related to the growth of the aortic neck diameter, and the compromised stent graft integrity of the suprarenal cuff. There were no procedure-related harms; the patient was discharged home on the seventh (7th) post operative day on permanent dialysis. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.